Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Other devices involved in this event: heartware ventricular assist system ¿ outflow graft/ (B)(4)/ model #: 1125, device evaluation anticipated, but not yet begun (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was hospitalized when their ventricular assist device (vad) exhibited continuous low flow alarms. Log file analysis indicated the pump parameters were below the normal operating ranges. A transthoracic echocardiogram (tte) was negative for a left ventricular (lv) thrombus; however, an obstruction was confirmed in the outflow graft by computerized tomography (CT) angiogram. The patient remains hospitalized in stable condition. The pump and outflow graft remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: hvad pump (B)(4) and outflow graft 364768-7980 were not returned for evaluation. The reported "low flow" event was confirmed via review of the controller log files, which revealed a decrease in power consumption and estimated flow beginning on (B)(6) 2018 to parameters below the normal operating range. Eighteen low flow alarms have been logged since (B)(6) 2018. Of note, the site reported that an obstruction in the outflow graft was confirmed by computerized tomography (CT). There is no evidence to suggest that a device malfunction caused or contributed to the reported event. Based on the available information, the most likely root cause of the low flow event can be attributed to an obstruction within the outflow graft. Additional products: outflow graft 364768-7980, device evaluated by MFR: yes. If information is provided in the future, a supplemental report will be issued.